Event description:
It was reported that the device had "high priority alarm recirculating solution over temperature". The filter assembly had to be pushed and held by hand to get it to work in the number four (4) block. "High priority alarm clamped". Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Visual inspection found cracked return tube assembly. Also found air detector clamped was very sensitive. Could not duplicate report error for over temperature. The complaint was confirmed through visual and functional testing. The root cause was the return tube assembly. The probable cause for the over temperature was the air detector block and its board. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced air detector and sensor board as preventative measure. The device passed all functional and delivery tests.